Manufacturer narrative:
We have checked the device history record of the plate 21101-11 with the lot no. 679/091758 and no deviations were detected. As of the e-mail from our distributor, the surgeon requested a proximal humeral plate. But, during procedure the surgeon noticed that the fracture was not close to joint and implanted the only further available plate - straight plate 2.0mm. According to the technique guide, the 2.0mm straight plate is not indicated for shaft fractures of large bones such as humerus, femur and tibia, so we are able to state that is was an off-label use.

Event description:
We have received the information via e-mail from our distributor that a straight plate 2.0mm, 11-hole broke.